Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, it is probable that water ingress into the scope connector, due to user handling, resulted in electronic component(s) failure. The event may be detected by following the instructions for use section below: ·¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was confirmed; the circuit board unit was damaged and the image restored to normal after the circuit board and plug units were replaced. The following additional findings were also noted: liquid intrusion in the light guide connector and scope cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, following the use of their evis lucera elite bronchovideoscope in an diagnostic bronchoscopy procedure, it was noted that the device would no longer produce an image. The device had been used to complete the procedure with no issues earlier, and as the issue happened following the procedure, there was no delay. The procedure was completed with no delay using a similar device. There were no reports of patient or user harm associated with this event.